Event description:
Information was received that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm. Patient did not receive their chemotherapy and had to go to the ER in order to receive it. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no physical damage found on the device. During analysis, the reported problem regarding "no disposable, pump won't run" alarm was not able to be duplicated. The device was able to detect cassette and infused with no error messages. Both occlusion sensors were in specification. Service replaced the main board, upstream and downstream sensors as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.